Event description:
It was reported that; the screw was being removed because surgeon wanted to take out plate. Wing on plate was broken, while pulling out a screw.

Manufacturer narrative:
Method:complaint history review; risk assessment; results: manufacturing files could not be reviewed because no parts were returned. Conclusion: the plausible root cause is not determined and multifactorial.

Event description:
It was reported that; the screw was being removed because surgeon wanted to take out plate. Wing on plate was broken, while pulling out a screw.